Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that the patient called and reported multiple alarms on the cycler. She went to the patient's home. The patient had already disconnected when she arrived. She assisted the patient to complete treatment manually. The nurse opened the cycler door and the interior was wet with fluid from the cassette. The tubing set was discarded. During follow up, the pd nurse reported that the patient's effluent remained clear. He did not have any signs of infection. He was treated with one dose of prophylactic antibiotic. No adverse event reported at this time.